Manufacturer narrative:
The insulin pump alarmed a32 followed by an e22 due to fracture solder joints at the mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to a32 and e22 alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm the saved user-settings in flash are corrupt and failure flash memory alarm. Customer's blood glucose at time of incident was unknown.